Event description:
Our rep. Reports that during an arthroscopic shoulder repair, a portion of the distal end of the inserter mechanism broke off into the anchor, and remains captured therein within the body. The procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Nothing is being returned, complaint device discarded by user facility. However, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and that therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 199 devices that were released for distribution. Although the complaint device has not yet been received for a failure analysis, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, "tip breakage", may have been caused by off-angle or off axis insertion into the bone gole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor/bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. When the device is received, a failure analysis will be conducted, if the results of said investigation differ from the above hypothesis a follow up report reflecting the failure analysis conclusions will be filed.